Event description:
A revision surgery occurred. Approximately 9 weeks after the primary surgery on (B)(6) 2019, the patient fell and dislocated, necessitating a revision. During the revision, the surgeon explanted the 36/+3 standard humeral cup and replaced it with both a +9mm spacer and another 36/+3 standard humeral cup.